Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 431 (mg/dl). A correction bolus was administered and customer exercised to treat bg levels. Reportedly, customer had adjusted pump settings prior to the reported event. Recommendation was made to consult with health care provider to discuss pump settings.